Event description:
Will not release. Sales representative reported that the locking mechanism was sticking and the tips appear to have a gap. There was no consequence to the patient noted. Note:outcome to patient does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.